Event description:
Arjo was informed about incident with sara 3000 active lift involvement. It was reported that during resident's transfer, the lifting arm of the device unexpectedly raised with a high speed, and the movement could not be stopped by handset or emergency stop feature. The resident, who was unable to stretch her arms, sustained arm fracture.